Manufacturer narrative:
Initial reporter was getinge technician. Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 28th june, 2024 getinge became aware of an issue with one of surgical lights - xten. It was stated the paint was peeling from headlight. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights ¿ xten. It was discovered that the paint was peeling from headlight. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance service. Peeling paints are probably caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The damaged parts must be replaced. To prevent a similar incident maquet sas recommends to respect the cleaning protocol avoiding: prolonged exposure to detergents and disinfectant solutions, high concentrations, prohibited products. Maquet sas recommends to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).